Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2014-06204. It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid left anterior descending (lad) artery. An unspecified intravascular ultrasound (ivus) catheter was unable to cross the lesion, the physician elected to perform rotablation. After an unspecified guide wire crossed the lad main trunk, the wire was then replaced with a 330cm rotawire floppy. A 1.25mm rotalink¿ plus was advanced to treat the lesion. Ablation was performed two times for 30 seconds at 200,000rpm. Maximum rotational speed was downed by 6000 rpm and it was noted that the wire was trapped in the periphery. They tried to remove the system from the patient but failed, it was then noted that the tip of the wire had detached. The detached tip could not be remove so they elected to leave it inside the lesion and perform another ablation. The procedure was completed with another of the same device and deployment of an unspecified stent. No patient complications reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft coil and sheath were inspected and there was no damage noted. A guide wire was returned running through the device. The guide wire was removed with no resistance encountered. The annulus of the burr was inspected and was observed to be damaged. There was no evidence of a guide wire fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 45 mm long and a vessel diameter of 3.0 mm. Upon removing the device as a unit, resistance was encountered and a part of the rotawire was trapped and remained at the branch of the distal left anterior descending (lad) artery. The patient's current condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 45 mm long and a vessel diameter of 3.0 mm. Upon removing the device as a unit, resistance was encountered and a part of the rotawire was trapped and remained at the branch of the distal left anterior descending (lad) artery. The patient's current condition was good.